Manufacturer narrative:
(B)(4). The complaint rt380 circuit is expected to be returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that a gap was found between the tube end and the connector of rt380 adult dual heated evaqua2 breathing circuit before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation and was visually inspected. Result: visual inspection of the returned complaint circuit revealed a gap between one connector and the tube of the dryline. Conclusion: investigations into this issue have determined that it is most likely due to the improper rubricant used during assembly of the connector to the dryline. We have since improved the lubrication method on the production line to provide sufficient lubricant during manufacturing process. The complaint device was manufactured before this change. Adult dual heated evaqua2 breathing circuits are visually inspected after assembly of the connectors to the dryline and if the connector is crooked or the gap is found to be more than specified it will be rejected. The user instructions supplied with the rt380 breathing circuit state: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in japan reported via a distributor to a fisher & paykel healthcare (f&p) field representative that a gap was found between the tube end and the connector of rt380 adult dual heated evaqua2 breathing circuit before patient use. There was no patient involvement.